Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported a burning smell and smoke and could not determined where the smell was coming from. No flames were observed. The bmt stated they called the fire department and they could find nothing. Per bmt the tank did not hold water. The bmt was advised by customer service to remove the cover from the front of the tank, and it showed significant dried concentrate everywhere. While in fill mode, the bmt was advised to measure the voltage at the fill connector and tested as 1 vac. The bmt was advised the fill valve may have failed and damaged the control board. Customer service advised to swap control board and software, and fill valve and to replace all three. There was no patient involvement, harm or adverse event, and no medical intervention was required. Phones call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician (bmt) reported a burning smell and smoke and could not determined where the smell was coming from. No flames were observed. The bmt stated they called the fire department and they could find nothing. Per bmt the tank did not hold water. The bmt was advised by customer service to remove the cover from the front of the tank, and it showed significant dried concentrate everywhere. While in fill mode, the bmt was advised to measure the voltage at the fill connector and tested as 1 vac. The bmt was advised the fill valve may have failed and damaged the control board. Customer service advised to swap control board and software, and fill valve and to replace all three. There was no patient involvement, harm or adverse event, and no medical intervention was required. Phones call and a written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.